Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and noise oversensing on the right ventricular (rv) lead and right atrial (ra) lead channels . Technical services (ts) was consulted and recommended further in office review of the system. The patient is non dependent and thus no adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and noise oversensing on the right ventricular (rv) lead and right atrial (ra) lead channels . Technical services (ts) was consulted and recommended further in office review of the system. The patient is non dependent and thus no adverse patient effects were reported. This system remains in service. Additional information was received indicating that x-ray examination was performed and no changes from the initial implant were noted. The patient continues to be asymptomatic and thus no further programming was recommended. No adverse patient effects were reported. This system remains in service.